Event description:
It was reported by the rep that when the device was used during an unknown procedure, it would not fire. Opened another device to complete that case. There was no consequence to pt.